Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.

Event description:
A pt family member reported that her daughter had a shunt revision on (B)(6), 2010. The new valve failed three weeks later because of a malfunction where the valve came apart.